Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the vibration alert on the infusion device works intermittently. He pressed the check button 3 times, and the vibration alert functioned but seemed to rattle. He restarted the infusion device, and the vibration alert did not function during the self-test. The correct type of battery is used and was last changed 1 week ago. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The vibra does not function. The vibra slipped out of the holder and touched the force sensor (holder wall). An external mechanical influence (hard impact / drop) caused the damage.